Event description:
Allegedly, an advantim tibial stem disassociated from an advance porous tibial base. Tibial base was loose and required replacement.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Event device code is addressed in the package insert. Trends will be evaluated. This report will be amended when the investigation is complete. This is the same event as 1043534-2007-00176.